Event description:
It was reported that the bd phaseal luer lock connector experienced needle exposure during connector and injector disengagement. The following information was provided by the initial reporter: when the injector was disengaged, the injector needle was exposed. Also, the connection interface between the spike set and the injector was deformed. A resident performed this operation and there might have been improper product handling.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-19. H6: investigation summary: samples and photos have been received for investigation. Upon visual inspection, the injector was luer connected to a connector and the handles of the safety sleeve had slipped out of place, the needle was exposed and the connector had some damage to the head where it connects to the injector caused by improper disconnection between the two components. It was most likely caused by misuse of the device during connection/disconnection of the phaseal device against the mating component. The lot number is unknown, so the device history record review (DHR) and quality notification (qn) review could not be performed.

Event description:
It was reported that the bd phaseal luer lock connector experienced needle exposure during connector and injector disengagement. The following information was provided by the initial reporter: when the injector was disengaged, the injector needle was exposed. Also, the connection interface between the spike set and the injector was deformed. A resident performed this operation and there might have been improper product handling.